Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump was dropped accidentally and reservoir ring and battery compartment got damaged. Troubleshooting was done for cosmetic damage. The customer stated that the reservoir did not lock into place. Customer was in the hospital due to non diabetic reason. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Pump received with cracked battery tube thread, cracked case battery tube, detached/missing reservoir retainer ring, broken reservoir tube lip and missing reservoir tube lip o-ring noted. The test reservoir does not stay locked in place due to detached/missing retainer. Unable to perform displacement test due to detached/missing retainer. (B)(4).